Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: failed test. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes can be attributed to normal wear, or improper cleaning or sterilization. The reported failure mode will be monitored for future reoccurrence. Mfg date: manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.